Event description:
Physician was using a0 basic screwdriver - 314.2 - to remove screw during the case. While using the screwdriver the tip broke off. The tip was retrieved. No adverse effects to pt. Instrument given to synthes rep for replacement.